Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action and investigation summary was conducted/performed. The report indicates that: the drill bit is broken at the flute. Furthermore, we found that the regular twist was distorted on the entire length. The broken part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all involved parts/fragments we cannot determine the exact root cause. We assume that the breakage was caused during a mechanical overloading situation, due this occurence the regular twist got distorted. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. Manufacturing evaluation: the drill bit is broken at the flute. Furthermore we found that the regular twist was distorted on the entire length. Our investigation shows, that the drill bit is broken at the flute. Furthermore we found that the regular twist was distorted on the entire length. The broken part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all involved parts/fragments we cannot determine the exact root cause. We assume that the breakage was caused during a mechanical overloading situation; due this occurrence the regular twist got distorted. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: additional information received on september 9, 2015 identified another part. The surgical technician indicated that the screwdriver was threadbare following a distal tibial procedure which was completed on (B)(6) 2015. The condition of the instruments was verified prior to and directly following the procedure. The technician noted during the post-procedural check that the threads on the screwdriver had worn out. The procedure was completed without further incident. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: october 3, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a 2.8mm drill bit tip broke during a distal tibial procedure on (B)(6) 2015. The procedure was completed successfully without any further problems. This report is 1 of 1 for (B)(4).